Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had intermittent problem with insulin pump and screen was completely blank while performing bolus. The customer¿s blood glucose level was unknown. It was also reported that insulin pump was respond with beeps when the button was pressed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test, displacement test, idle current test, run current test, self test and off no power test. Insulin pump monitored for several days and no blank display noted. Insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted.